Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 150 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. The customer reported a high bg value of 511 mg/dl, and subsequently went to the emergency room (ER) where they experienced high ketone levels that were identified as life threatening. The customer was admitted to the intensive care unit (ICU) where they were treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer to gather the release date from the hospital, but no response was received. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.